Event description:
It was reported that a patient presented with an instance of over-sensing of lead noise noted on the right ventricular lead. No intervention or adverse patient consequences were reported.